Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility name was not provided. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found that the device had the anchor still attached to the inserter. The anchor had foreign mater, presumably biological matter at the proximal end of the anchor and on the handle. The anchor was cracked at the base and cross threaded at the distal end. No other anomalies were noted. As the device show signs of use, the reported complaint of failure without use cannot be confirmed. The overall complaint was confirmed as the observed condition of 4.5 healix advance br w/ocord would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with off axis insertion and levering during insertion. As per IFU, inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
It was reported that during a rotator cuff repair procedure, cracks were found in the anchor of the 4.5 healix advance br w/ocord device when the packaging was opened. It was reported that the device was not used. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.